Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider called to report a right-side rupture and noted "free silicone upon entering periprosthetic space". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, extended opening, flat creases. A microscopic analysis was performed which identified, an extended sharp opening with localized stresses induced in posterior side assessed, as surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. And stress marks assessed, as non penetrating nicks. Based on the device analysis, the final assessment is: a sharp opening with localized stresses induced assessed, as surgical impact.

Event description:
Healthcare provider called, to report a right-side rupture. And noted, "free silicone upon entering periprosthetic space". The device has been explanted.